Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed with no delivery since her reservoir was empty. Her blood glucose at the time of incident was 420 mg/dl. She treated with a manual insulin injection. The customer was advised to change her reservoir. Troubleshooting for the high blood glucose was declined. No products were returned or replaced.